Event description:
Reporter stated the customer was hospitalized with hyperglycemia, which was caused by air bubbles in the infusion device system. Her blood glucose elevated to 500-700 mg/dl, and she was treated with serum therapy and insulin. She was admitted to the hospital at 2:00 a.m. And released at 4:00 p.m. The same day. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.